Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal vip device would not advance into the artery, it seemed as if the sheath and the locator kinked. The diagnostic angiogram was successful. There was no patient injury or medical intervention, the patient was reported to be fine and stable. Additional information was received on (B)(6) 2018. The procedure was a post diagnostic catheterization. The physician could not insert the heath or locator. There was scar tissue present. There was no pre-deployment angiogram performed. A second angio-seal was used successfully for hemostasis.